Event description:
On (B)(6) 2009, this patient underwent an endovascular procedure using a gore® tag® thoracic endoprosthesis (tg3415/06561045) to repair a dissected thoracic aortic aneurysm. It was planned that the left subclavian artery would be intentionally covered with the device, so the artery was coil embolized and axillo-axillary bypass procedure from right to left was performed. No adverse event was reported during the procedure. On (B)(6) 2009, the patient was discharged. Subsequent follow-up examinations showed no adverse event with the aneurysm shrinking to 41 mm; however, on (B)(6) 2011, a two year follow-up examination revealed a proximal type I endoleak with the aneurysm enlarging to 55 mm. The cause of the endoleak is unknown. It was reported that the proximal neck diameter was measured 31-33 mm, and a proximal seal length of 2.4 cm. It is unknown whether there was thrombus or calcification around the aorta. The physician elected to monitor the patient. On (B)(6) 2011, the patient developed inflammation of the gall bladder and was transferred to a different institution. It was reported that the cholecystitis is not device or procedure related. The gallbladder drainage was performed for its treatment. On (B)(6) 2011, the patient expired due to the cholecystitis. No further information is available.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.